Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved product were provided. In the pictures, blood is visible near the venous connector. Nevertheless, we cannot identify a specific root cause of the reported event with the provided pictures. There was no leakage reported during the priming of the product before the event. The review of the complaint history files and device history record for lot number 13k2705g shows no similar complaint and no nonconformity was recorded regarding this lot number.

Event description:
A patient in china was undergoing crrt on a prismaflex with a prismaflex m100 filter set. At the beginning of treatment the nurse observed a blood leak around the venous connector. Treatment was stopped and the blood in the extracorporeal circuit was returned to the patient. The estimated blood loss to the patient was 1 ml. The patient was not symptomatic as a result of the blood loss.